Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
Patient presented for a revision of an axillary artery aneurysm. The aneurysm had extended beyond the distal landing zone of a previously placed gore viabahn endoprosthesis. A 12fr sheath was used to advance the gore viabahn endoprosthesis. The device was placed at the target site and deployment was initiated. The device expanded until the deployment line became stuck, leaving about 1cm constrained at the proximal end. By moving the delivery catheter back and forth, full expansion of the device was achieved. Using another sheath, physician tried to free the deployment line that was still attached to the device. When the deployment line was pulled with some force, the line broke leaving approximately 10cm in the patient's body. It was reported the patient has connective tissue disorder and the physician elected not to do a cut-down to retrieve the deployment line. The patient was treated for thoracic aneurysm previously.